Event description:
User reported experiencing frequent occlusion alerts from their insulin pump, specifically alarm 2a followed by alarm 26a, indicating an air leak issue. There was no reported impact on the user's blood glucose level at the time of the incident. Technical support confirmed the issue as a pump defect and arranged for a replacement pump as the occlusion alerts persisted despite attempts to resolve the issue by changing insulin, cartridges, infusion sets, and needles. The customer was advised to return the defective pump using the provided pre-paid label and replacement arrangements were confirmed, although no backup insulin delivery method was disclosed.